Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed. A follow-up report will be provided once the evaluation is complete.

Event description:
The PICC was found in isolate beside patient/PICC broke. There was no harm to the patient. It is unknown if a stat lock was utilized as engineered stabilization device.

Manufacturer narrative:
A catheter connected to an injection cap was returned. Breakage was noted below the silicone extension set. A possible cause for the catheter breakage could be related to excessive tensile/pulling force that could be related to patient activity, catheter securement techniques, improper maintenance, or advancing/removing the catheter despite resistance. Additionally, the application of excess pressure can weaken the catheter tubing. This can happen as a result of flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.). Since this complaint may be related to the handling of the device in the user environment, no corrective action will be taken at this time. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use. Additionally, the instructions for use indicate several ways users can prevent catheter damage.